Manufacturer narrative:
Company comment the serious events of multi-organ failure (death), escherichia bacteraemia (hospitalization), systemic inflammatory response syndrome (hospitalization), septic embolus (medically significant), respiratory failure (hospitalization), metabolic encephalopathy (medically significant), acute kidney injury (medically significant), arrhythmia (medically significant) and disseminated intravascular coagulation (medically significant) as well as the non-serious events of cardiomegaly, compression fracture, decubitus ulcer, malnutrition, jaundice and constipation are considered unlisted according to therasphere current reference safety information. The serious events of endocarditis bacterial (hospitalization), enterococcal sepsis (medically significant), hepatic failure (medically significant), and the non-serious event of fall are considered listed according to therasphere current reference safety information. In line with the assessment made by the healthcare professional, the company considers that the events of multi-organ failure, systemic inflammatory response syndrome, escherichia bacteraemia, septic embolus, respiratory failure, metabolic encephalopathy, acute kidney injury, hepatic failure, disseminated intravascular coagulation, jaundice, arrhythmia and cardiomegaly as not related to the administration of therasphere but rather related to the patient's extensive underlying· infectious-processes an her underlying metastatic pancreatic neuroendocrine carcinoma. The company considers the event of enterococcal sepsis as not related to therasphere but possible related to the patient's multiple hospitalizations and unstable medical status which may have put her at risk for possible nosocomial infections. The company considers the events of compression fracture as related the patient's pre-existing history of t11, t12, and l1 endplate compression fracture. The company considers the events of fall, decubitus ulcer, malnutrition and constipation as related to the patient's unstable medical status due to her extensive medical conditions. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis.

Event description:
Patient expired from multisystem organ failure [multi-organ failure]. Escherichia coli mitral valve infective endocarditis [endocarditis bacterial]. Systemic inflammatory response syndrome [systemic inflammatory response syndrome]. Septic emboli [septic embolus]. Acute hypoxic respiratory failure [respiratory failure]. Metabolic encephalopathy with mild confusion [metabolic encephalopathy]. Acute kidney injury with anasarca [acute kidney injury]. Cardiac arrhythmias [arrhythmia]. Probable disseminated intravascular coagulation [disseminated intravascular coagulation]. Vancomycin resistant enterococcus septicemia,gram negative rod sepsis [enterococcal sepsis]. Liver failure [hepatic failure]. Escherichia coli bacteremia [escherichia bacteraemia]. Slight cardiomegaly [cardiomegaly]. Acute l4 compression fracture [compression fracture]. Pressure ulcers [decubitus ulcer]. Protein calorie malnutrition [malnutrition]. Mild constipation [constipation]. Pupils had mild icterus [jaundice]. Repeated falls [fall]. Case description: initial information received on august 10, 2015: this spontaneous medical device report was received from healthcare provider concerning a (B)(6) female. The patient's medical history included metastatic pancreatic neuroendocrine tumor (stage IV), metastatic lesions to the liver, cirrhosis of the liver with hepatomegaly with the liver dimensions of 20.3 cm, status post pancreatic biopsy, diabetes mellitus, hypertension, atherosclerotic coronary artery disease, anxiety and depression, normocytic anemia of chronic disease, peptic ulcer disease with gastroesophageal reflux disease, endplate compression fracture of t11, t12, and l1, obesity, status post whipple procedure, tubal ligation, orthopedic surgeries of the hand and foot, back surgery, cholecystectomy, tonsillectomy, multiple esophagogastroduodenoscopy. The patient does not smoke or drink but she had smoked in the past. The patient was taking the following concomitant medications at the time of the event: cymbalta (duloxetine hydrochloride), cortef (hydrocortisone), insulin, nystatin, flexeril (cyclobenzaprine hydrochloride), protonix (pantoprazole sodium sesquihydrate), norco (hydrocodone bitartrate, paracetamol), dilaudid (hydromorphone hydrochloride), lorazepam, zofran (ondansetron hydrochloride), tramadol, and boost (biotin, carbohydrates, fats, minerals, potassium, proteins, sodium, and vitamins), for unknown indications. The patient received therasphere (yttrium-90 glass microspheres) (lot number and expiration date unknown) on an unknown date. In (B)(6) 2014, reported as two weeks prior to admission on (B)(6) 2014, the patient developed gram negative rod sepsis, systemic inflammatory response syndrome and was profoundly ill, and was hospitalized. After discharge, the patient was barely out of bed and had repeated falls. On (B)(6) 2014, the patient was admitted via the emergency room to another hospital with tachycardia with heart rates in the 110-111's, and hypoxia. Her laboratory values were: bilirubin 1.1 (normal ranges unknown); creatinine 1.62 (normal ranges unknown); white blood cell count (wbc) 17,000 (normal ranges unknown) with neutrophils 96% (normal ranges unknown). On (B)(6) 2014, two blood cultures were obtained which were positive for escherichia (e) coli with escherichia coli sensitive to zosyn (piperacillin/tazobactam), ampicillin, unasyn (ampicillin/sulbactam), and third-generation cephalosporin. The patient was initially started on an unspecified antibiotic which was changed to zosyn (piperacillin/tazobactam) on (B)(6) 2014. On (B)(6) 2014, a urinalysis revealed trace leukocyte esterase, wbcs 0-5, bacteria +1 with some yeast but was negative for nitrites. On (B)(6) 2014, a computerised tomogram (CT) of the abdomen and pelvis revealed a small to moderate amount of ascites with cirrhotic liver changes with left cortical lesions. A computerised tomogram (CT) scan of the chest revealed some bilateral pleural effusions, slight cardiomegaly and mild constipation. On (B)(6) 2014, a transesophageal echocardiogram revealed a 0.5 em vegetative attachment on the mitral valve that prolapsed into the ventricular cavity. There were no signs of failure. The left atrial appendage was not visualized well. On (B)(6) 2014, the patient's laboratory values included: sodium 137 (normal ranges unknown); potassium 4.7 (normal ranges unknown); chloride 100 (normal ranges unknown); glucose 265 (normal ranges unknown); blood urea nitrogen (bun) 47(normal ranges unknown); creatinine 0.99 (normal ranges unknown); calcium 7.3 (normal ranges unknown); albumin 1.9 (normal ranges unknown); aspartate aminotransferase (ast) 39 (normal ranges unknown); alanine aminotransferase (alt) 37 (normal ranges unknown); alkaline phosphatase 568 (normal ranges unknown); total bilirubin 2.9 (normal ranges unknown); anion gap 17 (normal ranges unknown); estimated gfr 58 (normal ranges unknown). On an unspecified date in (B)(6) 2014, a complete blood count (cbc) revealed: white blood count (wbc) 10.3 (normal ranges unknown); hemoglobin 9.9 (normal ranges unknown); hematocrit 31 (normal ranges unknown); platelets 70 (normal ranges unknown); and neutrophil 93% (normal ranges unknown). Also a urine culture was negative for e.coli. On (B)(6) 2014, the patient was transferred to another hospital. On admission, the patient appeared to be in somewhat mild distress. She was pale and actually had some low-grade jaundice in her appearance. Her pupils had very mild icterus jaundice). The mucous membranes were dry and cracked. There was some mild tenderness to palpation of the entire cervical area. No cervical lymphadenopathy was noted. Her breath sounds were very distant but appeared equal. There were light crackles to the posterior fields. Her abdomen was obese and soft with positive fluid anasarca. Her extremities were cool and moist. The bilateral lower extremities demonstrated 4+ pitting edema over the knees and onto the hips. The upper extremities had broad-spread ecchymosis and some gravity dependent anasarca. She complained of pain with dorsi and plantar flexion. The patient was then started on rocephin (ceftriaxone). On an unspecified date, the patient was transferred to a long-term acute care facility to receive treatment for e.coli bacteremia thought to be secondary to infective mitral valve endocarditis. On (B)(6) 2014, the patient was found to have acute respiratory failure and developed an acute kidney injury with anasarca. The acute hypoxic respiratory failure required bi-level positive airway pressure (bipap). Also noted were extensive bilateral pulmonary infiltrates with atelectasis likely related to septic emboli along with pulmonary emboli related to her acute kidney injury with generalized anasarca. The patient was also noted to have liver dysfunction as well as probable disseminated intravascular coagulation. Her liver dysfunction was noted to be likely secondary to her known metastatic pancreatic neuroendocrine tumor. On (B)(6) 2014, due to continued deterioration and unimproved multiple organ failure, the palliative care was instituted and bipap therapy was discontinued. The patient expired on the same day. On (B)(6) 2015, the list of diagnoses also included: metabolic encephalopathy; vancomycin-resistant enterococcus septicemia; multiple organ failure; cardiac arrhythmias including non-sustained ventricular tachycardia; and moderate protein calorie malnutrition. The events of e.coli mitral value infective endocarditis and e.coli septicemia were considered resolved at the time of death. The healthcare professional assessed the events of multi-organ failure, escherichia bacteraemia, systemic inflammatory response syndrome, septic embolus, respiratory failure, metabolic encephalopathy, enterococcal sepsis, acute kidney injury, arrhythmia, hepatic failure, disseminated intravascular coagulation and cardiomegaly as unrelated to the use of therasphere. The event of multisystem organ failure was considered related to the patient's concurrent condition of e.coli endocarditis and bacteremia. The events of hepatic failure and disseminated intravascular coagulation were considered related to the patient's underlying metastatic pancreatic neuroendocrine tumor. The events of e.coli bacteremia were thought to be secondary to infective mitral valve endocarditis. The healthcare professional's causality assessments of the events of escherichia bacteraemia, endocarditis bacterial, septic embolus, respiratory failure, metabolic encephalopathy, enterococcal sepsis, acute kidney injury, jaundice, cardiomegaly, arrhythmia, compression fracture, decubitus ulcer, fall, malnutrition and constipation were not reported. Follow-up information expected includes the dates of therasphere therapy.